Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, no lot number was provided so review of the device history record (DHR) was not possible. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3005334138-2019-00428, 2182269-2019-00109. During an atrial fibrillation procedure, a cardiac perforation occurred. After performing a cavotricuspid isthmus (cti) ablation, the patient became hypotensive. Intracardiac echocardiogram revealed an epicardial perforation. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.